Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30010528m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. There was a reportable biosense webster failure analysis lab finding of a hole on the surface of the pebax. Initially, it was reported that blood was observed in the catheter tip at the inspection window. The procedure was completed with a new catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no physical damage observed. There was no patient consequence reported. This issue was assessed as not reportable. There was no damage to the pebax integrity. Therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on september 6, 2018 that the device was returned in the condition reported with reddish foreign material underneath the pebax. No internal parts were exposed. This lab finding assessment remained not reportable. Additional testing was performed on october 5, 2018 and the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable issue. Therefore, the awareness date for this reportable finding is october 5, 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that blood was observed in the catheter tip at the inspection window. The procedure was completed with a new catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no physical damage observed. There was no patient consequence reported. The device was inspected and reddish foreign material inside the pebax, no internal parts exposed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).